Manufacturer narrative:
H6: investigation summary one sample model 2420-0500 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with normal saline and an infusion run at a rate of 125 ml/hr for 1 hr was completed. No flow issues was observed. The customer complaint that there was flow issues was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had flow issues. The following information was provided by the initial reporter: "1 sample rcvd and decond in vh... Notification sent to dhcu/rcc regarding sample rcvd. Sample sent to isd lab. Defect is flow issues."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had flow issues. The following information was provided by the initial reporter: "1 sample rcvd and second in vh... Notification sent to dhcu/rcc regarding sample rcvd. Sample sent to isd lab. Defect is flow issues".